Event description:
It was reported that a patient presented in the emergency room with hv shocks due to noise on the rv lead. Review of the episode of freeze captures showed a clean signal while the vf episodes with noise on the v-sense amp with no noise on the discrimination channel. An attempt to reproduce the noise was unsuccessful. All device parameters were normal. The magnet was placed over the device. The patient was stable.